Manufacturer narrative:
Block e1: (B)(6). Block h6: imdrf device code a050702 captures the reportable event of snare loop cutting problems. Block h10: investigation results: one captivator ii snare was received for analysis. Visual analysis of the returned device revealed the working length was detached and the flare was torn under microscopic inspection. Therefore, functional testing was not performed due to the condition of the device. No other device problems were noted. The reported complaint of loop failure to cut was unable to be confirmed since the device analysis revealed the working length was detached and the flare was torn. Due to this condition, it was unable to perform a functional inspection to verify if the loop was able to extend and retract correctly. According to the evidence, one of the possibilities that could have happened is that as part of the device manipulation during preparation an excess of force was applied in order to get the device out of the package, causing the working length to get detached. Also, possibly during its actuation during the testing the analyzed damages could have been caused. Based on the information available and the returned device analysis, the most probable root cause for the reported complaint is no problem detected as the reported event of loop failure to cut could not be confirmed through product analysis. Block h11: blocks b5, a1 (patient identifier) and e1 (initial reporter address 1, initial reporter address 2 and initial reporter city) have been updated based on the additional information received on february 21, 2024.

Event description:
It was reported to boston scientific corporation that a captivator ii snare was used in the colon during a polypectomy procedure performed on (B)(6) 2024. During the procedure and inside the patient, the snare could not remove the polyp, and the sheath was fractured. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable. Additional information received on february 21, 2024. The device was used to remove an 8cm polyp. The working length was separated. The snare was securely attached to the active cord. No problems with the cautery pin.

Event description:
It was reported to boston scientific corporation that a captivator ii snare was used in the colon during a polypectomy procedure performed on (B)(6) 2024. During the procedure and inside the patient, the snare could not remove the polyp, and the sheath was fractured. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable.

Manufacturer narrative:
Block e1: the reported health care facility is (B)(6) hospital. Block h6: imdrf device code a050702 captures the reportable event of snare loop cutting problems.